Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a ventricular fibrillation episode, undersensing most likely due to low amplitudes, was contributory to a delay in therapy of greater than 30 seconds. A device shock was ultimately delivered and the rhythm converted with no resulting adverse patient effects. Data was then sent to technical services for a review and reprogramming considerations.